Event description:
It was reported that the customer received no delivery alarms while trying to put more insulin in the insulin pump. She stated she unscrewed it and tried again about ten times before it began to work again. Customer stated she reverted to using an insulin pen until she got home and was able to make the insulin pump work. Customer was unsure of what the underlying issues was. Her blood glucose was around 200 mg/dl. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge